Manufacturer narrative:
The insulin pump passed displacement test and active current measurement. However, unit failed sleep current measurement, power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. Pump error 63 alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery life was diminished. No harm requiring medical intervention was reported. The device was returned for analysis.